Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise tubing to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for the ion selective electrode (ise) chemistries on the dxc 700 au analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.